Event description:
An optometrist reported that a pt was diagnosed with trace dlk (diffuse lamellar keratitis) in the right eye at (B)(6) day(s) post-op lasik. The steroid drops normally prescribed for use twice a day were increased to four times per day. The symptoms resolved in one week.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).